Manufacturer narrative:
(B)(4).

Event description:
It was reported during a post implant check-up, the patient was found to be in and out of pacemaker mediated tachycardia. The patient is pacemaker dependent and asymptomatic. It was recommended to testing for retrograde conduction. No intervention was completed. The patient still remains in atrial fibrillation. The patient was discharged and doing well after the visit.